Event description:
A customer observed negative ahbc results for a patient sample tested on the eci analyzer. The result did not agree with results from other OEM assay results. The negative result was not reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the initial negative result did not match results of other hepatitis marker assays. There was no evidence of analyzer malfunction, and qc results were acceptable on the day of the event. The root cause of the event could not be determined.